Manufacturer narrative:
The rep replaced the ps3 supply. The system operates as intended.

Event description:
The customer reported the 9900 system has intermittent problems where the column lift dose not lower. No pt was injured. The customer continued to use the c-arm.